Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a lack of symptom improvement. The patient was getting up a lot at night and her frequency is "going back up." Stimulation was confirmed to be on and the patient is feeling stimulation. The patient thought that she might be getting being over-stimulated. The patient decreased from 2.0 to 1.8 to see if she did better because last night she was waking up every hour. The patient noted that when she woke up sometimes her pad is all soaked and sometimes it is not. The patient stated that she does not drink liquids after 4 pm unless she has to take medication and that she was up at "10, 11, 12, 1, and 2" and could not go back to sleep until 4 am. After additional questioning the patient confirmed that stimulation was not uncomfortable, but the patient thought that she has been going to the bathroom a lot because she was being over-stimulated. The patient was assisted in turning stimulation down and was advised to monitor her symptoms and follow-up with her healthcare provider (hcp). Patient reported that the increased the need to get up every hour and wetting her pad started on (B)(6) 2017 and added at the end of the call that she had back surgery prior to implant and has back pain that is unrelated to the device or therapy. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.